Manufacturer narrative:
Other applicable components are: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had continued lower back pain which was a possible pinched nerve. It was noted that the patient&#62688;pain, the spasms got worse and it is unknown if the symptoms were related to the implanted device or therapy. On (B)(6) 2016, the patient reported that he had lost 100 pounds and his hcp thought that the leads were out of place. The patient stated that he woke up with pain on his right side 5 days prior to the report. Follow-up has been attempted to determine the resolutions of the symptoms, but no further information was received at this time. If additional information is received, the event will be updated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and radiculopathy. It was reported that the patient had a gastric bypass surgery. He had lost an immense amount of weight (B)(6), and his device has moved because of it. It was having issues connecting. The patient was having difficulty recharging and it was taking too long. The patient was also having difficulty connecting using his patient programmer. The patient was told that once he lost weight and started to experience difficulty communicating that they would reset his implantable neurostimulator. The patient was redirected to his health care provider for medical assessment of the pocket site and to discuss revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.